Manufacturer narrative:
Conclusions: off-label, unapproved, or contraindicated use (not in indications). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aortic cuff stent graft and a valiant stent graft were implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported from the patient that the physician covered the right renal artery, requiring emergency bypass operation to get blood flowing to the right kidney again. During this procedure the physician caused trauma to the colon with a 2.5 inch cut. The patient stated that they were dialyzed for 3 months because of the incident. It was then confirmed that the patient had another manufacturer's bifurcation implanted during the index procedure and the physician extended proximally with the 30mm valiant stent graft and finished with the 32mm endurant cuff. It was confirmed by the physician that the patient was treated and a planned snorkel procedure was performed for both renal arteries. Per the physician, the procedure went well. Post op, the patient had another manufacturer's device for the snorkel that went down and required emergency surgery. The intervention was successful with no injury to the colon. The original index procedure consisted of another manufacturer's stent graft and extended with the valiant and completed with a 32mm endurant cuff. Another manufacturer's device was used for the snorkels. No additional clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.